Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to interrogate, and no low voltage out put on the implantable cardioverter defibrillator (ICD). The physician elected to explant the ICD. There were no patient consequences.

Manufacturer narrative:
The reported field event of interrogation failure was confirmed in the lab. The anomaly was due to the premature depletion of the battery. The lv output issue observed in the field was consistent with low battery voltage, caused by premature battery depletion. The battery was analyzed by its manufacturer and an internal anomaly was found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.